Event description:
Reporter alleges implant was ruptured and removed with gel leak. Pt had abnormal anti-nuclear antibody which returned to normal within four months removal. Pt also suffers from chronic fatigue, depression, lymphedema, autoimmune disease and lupus-like sores. Also experienced rheumatoid arthritis in joints and back with symptoms being worse on the right side.